Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11 additional information: d3 results of investigation: the unit was not returned for evaluation but a vyaire field service representative(fsr) evaluated the device onsite. The exact root cause couldn't be determined as no failure is visible on logs. No failure was detected and the unit operated within specifications.

Manufacturer narrative:
H10: logs review could not find any instances of cfb errors or ui overloads. Vyaire medical field service representative went onsite and inspect the unit ran vent for 30 minutes and could not duplicate the error. Performed circuit test and verification test, all passed. Unit is working according to its specs. Unit handed back to hospital staff to be placed back in service. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us stopped venting while on patient. Vent was removed from patient with no harm.